Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the intermittent failure was intermittent contacts on the end of the response button cable. The root cause for the damaged cable was unable to be positively identified no adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.